Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, the lay-user/patient¿s daughter contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service agent (csa) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2020. The reporter informed the csa that the patient manages her diabetes with a combination of oral medication (glucophage) and insulin (type not reported) and denied the patient made any changes to her usual diabetes management regimen due to the alleged issue. The reporter claimed that on (B)(6) 2020, the patient became ¿weak and was shaking¿ as a result of the alleged issue. In response to the symptoms, the reporter claimed the patient received treatment of food and drink by another lay individual (details not reported). No other device was used for testing. At the time of troubleshooting, the csa noted the subject meter was not being used for the first time. The csa determined the correct strips were being used for testing however noted the patient was not following the correct testing process; not always washing hands prior to testing. Advice was given to use soap and water to clean the sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.